Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. The pump successfully charged after plugging the charger into a different wall adaptor. Blood glucose level was 154 mg/dl. Reportedly, the customer was using the pump for delivery of steroids. Tandem technical support informed the customer regarding off label use of pump.